Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that patient's device was in over-discharge (od) and had 3 strikes. Patient stated that they got a call your doctor icon on the programmer. It was reviewed that means that the ins was not in od. Rep was to inquire further if patient could communicate with ins and what was indicated with the call your doctor screen. Patient was getting a poor communication screen on charging system. Patient repositioned it and could not get anything. Patient did not have a managing physician. On 2017-aug-23, patient reported poor telemetry or no telemetry with recharging and poor communication. It was reported that their right side ins was completely dead and they could not charge it because all they got on recharger was the reposition antenna screen. The last time patient was able to successfully charge the implant was in (B)(6) 2017 and that they were fine in july. The reason provided for why patient did not charge after that was that in the beginning of august the battery dissipated and they couldn't charge it. Patient reported that this would be the 3rd strike against their ins after the information was reviewed with the patient about od. Patient reported that when they will get the ins replaced, they want to get it replaced with a non-rechargeable battery, like the implant they had on the left side, and just wanted things to work and thought that a non-rechargeable would be easier especially since they had a 6 year old (child). Patient reported that they had already tried synchronizing patient programmer with ins and could not connect. Troubleshooting was performed over the phone, reposition antenna screen was encountered and there was no communication with the patient programmer. Patient was redirected to see an hcp. Patient confirmed they had an appointment with them and the rep on (B)(6) 2017. Patient did not know when the 1st and 2nd over-discharges occurred. Later, the manufacturer rep reported that they didn't know any more information about the screen patient was seeing and didn't know if it was a info power on reset (por) or if it was the poor communication screen but the patient was reporting an informational screen on the patient programmer so caller thought that patient may be able to communicate with the ins and that if so the ins may not be in od. Information was reviewed regarding poor communication and end of service (eos) with the rep and what steps would need to be taken to resolve the issues. The issue started in the beginning of (B)(6) 2017, an exact date was not provided. No symptoms were reported. No further complication were reported/anticipated. Additional information was received from the patient via manufacturer representative. It was reported that it was too hard for the patient to find time with a young child. Patient had two stimulators. Patient stated that this happened before and patient had a nonchargeable placed. Communication could not be established with 8840 either. The hcp agreed to submit for replacement with a non-rechargeable. No further complications were reported/anticipated. Information was received from a manufacturing representative (rep) regarding the patient. It was reported that the patient was having a battery replacement on the day of the report due to over-discharges. The rep stated that the patient has not recharged for about one month, and also indicated a previous over-discharge. It was noted that the patient¿s battery will be replaced with a primary cell battery. No further complications were reported.